Event description:
A report was received that some of the patient's contacts showed high impedances. The physician suspected the lead was fractured. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4) description: 30 cm splitter kit; model #: sc-1110-02, serial #: (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that some of the patient's contacts showed high impedances. The physician suspected the lead was fractured. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-2316-50, sn (B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead found broken cables were completely broken at the bent/kinked location of the lead. High impedance readings were registered at several contacts. The broken cables resulted in the reported complaint of high impedance. Sc-1110-02, sn (B)(4): the complaint of high impedance was not confirmed as various test leads were inserted in both ports. All impedance readings were within normal range. High impedance readings could not be duplicated in the laboratory. The device exhibits normal device characteristics. Sc-3400-30, sn (B)(4): the complaint was not verified. The lead passed all tests including visual, impedance, and diameter and electrode pitch test. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibits normal device characteristics. Sc-4316: the clik anchor was intact and no parts of it were missing.